Event description:
Patient states she has an axonics re-chargeable device for 4 years and the leads have moved and the stimulation is not working properly. Patient also mentioned she has a loud drone sound in her ear. Patient mentioned she already reached out to ears, nose and throat and they have not referred her to a surgeon yet. Agent suggested caller seek out medical hcp to address this symptom. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to additional documents in i2k.